Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("I gained 30 lbs with essure") and weight decreased ("weight decreased") and experienced attention deficit/hyperactivity disorder ("add"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, weight increased, attention deficit/hyperactivity disorder and weight decreased outcome was unknown. The reporter considered attention deficit/hyperactivity disorder, medical device removal, weight decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: weight gain, add, medical device removal. Amendment: the report was amended for the following reason: reporter's name was amended and duplicate record # (B)(4) was identified to which all information was transferred, then this duplicate record # (B)(4) will be deleted from bayer safety database. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("I gained 30 lbs with essure") and weight decreased ("weight decreased") and experienced attention deficit/ hyperactivity disorder ("add"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, weight increased, attention deficit/ hyperactivity disorder and weight decreased outcome was unknown. The reporter considered attention deficit/hyperactivity disorder, medical device removal, weight decreased and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: weight gain, add, medical device removal. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.